Manufacturer narrative:
The technician found the caster swivel ratchet was worn. He replaced the caster to repair the bed.

Event description:
Information received indicates the left foot brake/steer caster swivels when in brake.